Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2020. Block d6b: explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7044789.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing an adequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.